Manufacturer narrative:
Customer reported incorrect quantity in sku 15505/25 lot: 1650. Package labeled as 5 pack contained 6 units. The product was not used, and no patient contact occurred. Root cause determined to be operator oversight during final packaging. Staff was retrained and additional packagin checks implemented. A replacement product was sent. Device was not returned for evaluation. A voluntary recall will be initiated in july 2025.

Event description:
A recent pack of kittner rolls sku 15505/25 opened in surgery was found to have 6 rolls instead of 5. The or staff decided not to use that one during surgery in case there was a defect. The outside packaging was discarded so lot number was not available.